Event description:
Generator screen froze mid-procedure and settings cannot be adjusted up or down. Switched to electrocautery to complete case.

Event description:
Generator screen froze mid-procedure and settings cannot be adjusted up or down. Switched to electrocautery to complete case.

Manufacturer narrative:
Product event# (B)(4). Evaluation process: unit received in good condition and internal visual inspection revealed no loose or broken components. Unit delivered rf energy correctly into fixed resistors. To establish that the unit delivered energy correctly without locking up, the active burn-in portion of the test procedure tp-0048 was performed. The unit was powered up and in the ide condition for 72 hours with no load, the unit passed with no issues. Error log: 9 e3's (patient return electrode has poor connection) and e3 is a normal use error. Root cause: could not duplicate the stated complaint. Unit put through active burn-in testing without issue. There are 9 e3's in the error log and the unit was able to exhibit e3 errors without freezing up. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Eval method, results and conclusion: generator returned and evaluation is underway. Product event # (B)(6).